Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (B)(4): it stated that given patient has not came in for visit, it is advised entering a device diagnosis of 'device malfunction' until more information is available to provide the correct device issue. They have limited information regarding the device action in this event. We are unsure if it is a device malfunction or a stimulation issue. This patient was seen at an outside ER that dis not interrogate the device nor check anything regarding it. The patient called our department after the ER visit to report the discomfort and she contributed her symptoms to the device, pain on right side of body, back pain, arm pain, leg pain we don't have information to support or refute her claim. She has an appointment scheduled for the end of the month to see one of our providers. Of note, this patient no-showed all of her follow up appointments post stage 2 implant, thus she has not been seen post implant. She also expressed losing her patient controller that would allow her to adjust her interstim. They only know pain was reported and the patient contributed it to her device. The cause was unknown. The patient went to an ER department that had limited knowledge of the device and contributed the pain to factors related to the patient's occupation. Reported to ER on (B)(6) and called our department on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. They reported that the patients device had been off for an indeterminate length of time, so the device causing the pain was unlikely, since they are having the pain with the device off. It was confirmed to be unrelated to the device. The patient had gone to the emergency room and had an unscheduled office visit, the device was turned on and the issue was resolved without sequelae (B)(6) 2024.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  stimulator is malfunctioning. "The patient states they were evaluated in the emergency department yesterday for their right-sided pain from their head to their toe. The patient thought it was related to their muscles and prescribed them muscle relaxers, but they couldn't take them due to their job. The patient is scheduled to be seen later this month. It was  stated that this was possibly related to device or therapy and not to the procedure. The event is ongoing at this time; the patient has not come in for a visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.